Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was 400 mg/dl. The elevated bg was addressed by a correction bolus via the pump. Customer resolved the issue by changing the infusion set and cartridge, and then resumed insulin without the need for additional assistance.